Manufacturer narrative:
Complaint no: (B)(4). Phone number: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were three separate areas of air in the line of a clearlink duo-vent continu-flo set. This occurred during priming and the nurse was able to &#33164;ick&#38932;he air out. There was no patient involvement. No additional information is available.